Event description:
It was reported that the customer was unable to charge the pump using the Tandem-provided USB charging cable. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using a secondary USB cable.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.